Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a disconnection was reported between the supply line of the homechoice cassette and the supply bag which is known to cause this alarm. The cause of the disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The home patient (hp) was connected at the time of the alarm. This occurred during dwell four of six of peritoneal dialysis (pd) therapy. During troubleshooting, it was reported that there was a disconnection between the supply line of the homechoice cassette and the supply bag that led to this alarm. The hp said that they were not sure if they properly tightened the connection between the supply bag and the cassette before therapy was started. The alarm was cleared without troubleshooting assistance. The hp stated that there were no leaks observed and they were draining with a manual bag. Renal therapy services (rts) advised the hp to speak with their registered nurse. Proper procedures per the user manual were reviewed with the hp. There was no patient injury or medical intervention associated with this event. No additional information is available.